Manufacturer narrative:
Device labeling, available in print and online, states v.a.c foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events.

Event description:
The following info was reported to kci by the home health agency supervisor: on (B)(6) 2011, the pt was admitted to the hospital for an issue unrelated to v.a.c therapy. On (B)(6) 2011, the pt's dressing was being removed when it was identified that it had adhered to the wound bed and required sharp debridement which was done at home. Additional info received on (B)(6) 2011, the sharp debridement was done at the pt's bedside in the hospital. A new dressing was placed and v.a.c therapy was re-started.